Event description:
Plaintiff was employed as a licensed practical nurse who wore and was exposed to latex gloves made by various mfrs. Plaintiff alleges suffering the following symptoms; urticaria, hives allergic, rhinitis, itchy and watery eyes, and dyspnea. Plaintiff alleges developing a latex allergy.